Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 4 days. Tandem clinical support informed customer that wearing the pump supplies for 4 days, is off label per the user guide. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.